Manufacturer narrative:
Terumo obtained the actual device that was used and decontaminated through the bleach process and evaluated. A visual inspection performed under magnification of the centrifugal pump noted that the shaft was broken which likely caused the lack of forward flow. In review of terumo processes, terumo has identified a varying level of material strength related to magnet rotor component that the impeller separates from. While under validated conditions (shipping and assembly) it has been demonstrated that the lower strength parts are still capable of meeting our design requirements. However, it has been noted that excessive conditions can compromise these parts easier than higher strength parts. As short-term and immediate corrective action measures, terumo has implemented a series of controls for usage of resin material, molded part strength, and tighter assembly control of molded part usage to reduce risk exposure. These measures will allow terumo to selectively control the strength of the affected part. (B) (4).

Event description:
It was reported by the user facility to terumo cvs that during cardiopulmonary bypass surgery, the centrifugal pump stopped working. The user facility reported that the centrifugal pump was changed out and intervention was done to address serious injury. There was an unk amount of blood loss; the surgery was completed successfully. The patient was released from the hospital and status was deemed as ok.